Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported " increasing fatigue, difficulty concentrating and exhaustion" ultrasound confirmed "lymph nodes discreetly". Device remains implanted. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b6.

Event description:
Patient reported "increasing fatigue, difficulty concentrating and exhaustion". Device remains implanted. This relates to the left side.